Event description:
It was reported that; the arthroplasty was revised due to infection. The components were implanted in situ for approximately 0.3 years. The tibial insert, tibial tray and femoral component was revised. The patient presented with a (B)(6) score of 3 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5565-s-015, lot # m5h06, description: tri press-fit stem 15mm x 100mm. Cat # 5521-b-400, lot # fogm, description: tri ts baseplate size 4. Cat # 5565-s-011, lot # m4e03, description: tri press-fit stem 11mm x 100mms. Cat # unk, lot # unk, description: unknown femoral condyle. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.